Event description:
It was reported that (1) device was used during a thyroidectomy. It was reported by the rep that during the procedure, the surgeon fired the mca applier and later in the case, he stated that the clips slipped off. The case was completed using another company's instrument. There was no consequence to the pt.